Event description:
It was reported by service report that the power cord sheathing was damaged and power cord was pulled out of the power inlet cable causes loss of power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power cord sheathing.